Event description:
The hosp reported an aneurysm coiling procedure in the brain. After experiencing friction with the first device in question, the procedure was attempted again with the device in question (different lot number than the first device). Friction was felt again. Upon removal of the device in question from the catheter, there was a build up of foreign matter, as if the coating was coming off. The hosp reported that the procedure was successfully completed with a different device, that the pt had no complications, and that the pt condition is fine.

Manufacturer narrative:
The device in question was not returned to the MFR. Attempts to retrieve the device and add'l info were unsuccessful. A device history record (DHR) review and a similar complaints review was performed as part of the device evaluation. The DHR review showed on issues or discrepancies which could have contributed to the reported event. The similar complaints review on the batch revealed no other complaints listed on this batch. A review of similar complaints for the product model number revealed add'l complaints. A corrective and preventive action (CAPA) has been issued for this defect type to determine the cause of the reported event. Based on the info known at this time, boston scientific cannot confirm the user's complaint, and cannot conclusively determine the cause of the user's experience. If the device in quesiton is returned or if further significant info is found, a supplemental report will follow. PMA/510 (k) - k023700, k002907.